Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00967, related manufacturer reference number: 3006705815-2022-00968. It was reported that patient¿s pc displayed the message ¿replace generator¿. Patient lost stimulation and was also experiencing ineffective coverage of therapy. X-rays indicated that both the leads had migrated. Diagnostics indicated that one lead had invalid contacts. Programming was unable to solve the issue. As such, surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted and replaced with new leads and ipg. Reportedly effective therapy was restored.